Manufacturer narrative:
Two used 25g x 5/8" jelco® hypodermic needle-pro® edge¿ safety devices were returned for investigation. The samples were received inside a plastic container without their original packaging. Visual inspection revealed that the needle cannula of one of the returned samples was bent upwards (not straight) and was not fully engaged within the needle-pro® edge device. Visual inspection of the second sample found that the needle cannula was broken near the hub; a stub of the needle cannula remained intact. The broken portion of the needle cannula was also returned and was examined and it was observed that the tip of the needle cannula was bent. Both returned samples were then inspected microscopically and no mold defects or processing issues were observed. An attempt to recreate the observed needle cannula bend was conducted on unused samples of the product that were stored in the warehouse. All samples were found to successfully engage into the safety device even when the samples were held at an angle and/or were engaged on a non-firm surface while using excessive force. Additionally, a review of the reported event found that the customer was able to successfully administer the medication prior to attempting to engage the needle which indicated that the samples were not bent prior to use. Investigation was unable to definitively determine a root cause for the bent and broken needle cannulas; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Lot number: the lot was reported as "289001", which is not considered a valid lot number. Potential lot number: 3289001. Potential expiration date: 09/23/2021. Potential device manufacturer's date: 10/11/2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® edge¿ safety device was activated during use and upon activation, the needle bent out of the safety device and the clinician experienced a needlestick. It was noted that the clinician activated the device away from themselves on a hard surface. The clinician was tested, evaluated, and counseled related to the incident. No permanent injury was reported. See MFR: 3012307300-2017-00509 and 3012307300-2017-00575.